Event description:
When the surgeon removed the stripper, the tip broke and it has been impossible to get it back from the joint. There is no plan for a second surgery and the surgery was completed normally after the delay.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).